Manufacturer narrative:
One device was received for evaluation. Service history review identified this device has not been in for service previously. Visual test found the plunger case had cracks. Forced sensor test alarm was found in ehl. The customer's problem was not duplicated. Plunger assembly was replaced, device was cleaned, greased, and calibrated.

Manufacturer narrative:
Event: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a system failure alarm/forced sensor test. The event occurred during set up. There was no patient involvement and no patient harm/adverse event reported.